Event description:
It was reported that when using the bd pyxis¿ es server, adt message was not crossed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system active directory (adt) messages were not crossing for 1 facility. A technical support specialist (tss) confirmed that the server reboot was completed within the agreed timeframe. All messages were successfully crossing over, and random access memory (ram) usage was reduced significantly to approximately 40%. The tss also confirmed that the customer updated the facility mapping in the configuration, which resolved the issue. The system functioned as intended after the technical support specialist verified the issue of the device.